Manufacturer narrative:
A patient unable to set ipg into MRI mode due to high impedance was reported to abbott. The patient¿s lead was replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the lead was explanted and replaced.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126708.

Event description:
It was reported the patient's lead had high impedances, preventing patient to set the ipg to MRI mode. Surgical intervention may be pending to address the issue.